Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 3 events for the failure: loss of or failure to bond. 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99141. Supplemental rationale. Corrected data: b5, h1, h6, h11. 2 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2026-99050 but should be included under this report. 3 previously reported events are included in this follow-up record. Product return status. 1 device investigation type has not yet been determined. 2 devices were not available for evaluation. Evaluation findings (results/components). 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 2 devices: usage problem identified / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received. 1 device: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 2 devices: product disposition is not yet determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: loss of or failure to bond. 2 events had no health consequences or impact.